Event description:
It was reported that pump displayed low power alert and indicated battery charge dropped rapidly to 5 percent in a short period of time, although pump did not shut down and battery level did not continue to fall while connected to power. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to charge pump using reliable charging supplies, received education on battery recovery steps and best practices, acknowledged understanding, and was advised to monitor system and call back if issue persisted.